Event description:
Event description boston scientific received information that the lead safety switch was triggered on this atrial lead. There were numerous inappropriately stored atrial tachycardia response episodes due to noise on the lead. Since all daily measurements were normal and consistent, the clinician was unsure if the lead impedance that triggered the safety switch was high or low.